Manufacturer narrative:
The footswitch was received at the manufacture on january 23, 2018 and is dispositioned to be scrapped once fa is completed.

Manufacturer narrative:
Device evaluated by manufacturer updated. The stonelight footswitch was evaluated on (B)(6) 2018 and noted no packaging damage on the box, external appearance noted that the base part of the cable was wrapped in tape; a review of the cable found that the base of the cable was damaged. Based on fa report, the footswitch recognition issue was due to footswitch cable damage. The probable root cause of footswitch cable damage was undetermined.

Manufacturer narrative:
The suspected faulty footswitch has not returned for evaluation.

Event description:
It was reported that during preparation of a surgical procedure, with the patient present and sedated it was noted that the footswitch was not recognized and it was further reported that the footswitch cable was broken. The procedure was aborted. There was no injury to the patient.